Event description:
Bard miniloc safety infusion set will not flush. When unclamped, normal saline will not flush through the needle. The device attached to this report is not the actual device that had the issue. It is the same type of device but the packaging was not retained. They are from the same bin and are believed to be the same lot #.